Manufacturer narrative:
The surgical procedure was successfully performed with no reported complications to the patient. Based on the information provided it would appear that the femoral heads were not requested on the custom implants form which is the requirement for all orders. However the femoral heads were requested on an email which was not the process for placing orders. The complaint is being closed and tracked and trended. This complaint file was reviewed as part of siw complaint file remediation program and it has been determined that an MDR should be filed.

Event description:
It was reported that the tibial component and axle were not identified on the paperwork, which caused disruption on the morning of surgery but were found in the package at the last moment. Femoral heads were not included in the delivery, despite being requested. (B)(4).